Event description:
Per the clinic, the device was electively explanted on (b)(6) 2026 in order for the patient to upgrade to a newer technology. The patient was reimplanted with a new device during the same surgery.